Event description:
Sterile saline ordered for testing. Box labeled 0.85% sterile saline, tubes inside were labeled sterile water. Samples on 40+ veterans and employees needed to be recollected due to improper transport media. The manufacturer is edge biologicals inc. (598 n. 2nd st, memphis tn 38105) www.edgebiologicals.com lot 01223, exp 01/23/2024.